Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the emergency department for "frayed wires" on the system controller. The patient was alarming at the black power lead. The event log displayed multiple power_cable_disconnect / low_power_hazard alarms at the black power lead. The controller was exchanged, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported black power cable damage via the customer submitted photos. The log file contained multiple low voltage advisories and power cable disconnect alarms while the system was connected to external power sources. The power cable disconnect alarms were triggered by the relative scale of charge (rsoc) value (~0v) on the black power cable fluctuating below the alarm threshold until the rsoc value no longer fluctuated and constantly read 0v. The bus voltage in the black cable was measured properly despite the rsoc value was 0v. The power cable disconnect alarms and low voltage advisories did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Additional information for conducting this investigation was provided, a photo of the damaged power cable was submitted, and it was confirmed that no product would return to abbott for testing. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number: (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was sent to the customer on 17jun2022 through order (B)(4). Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ cautions do not twist, kink, or bend system controller power cables. Even if external damage is not visible, twists, kinks, and bends can cause damage to the internal wiring. Damage to the driveline or power cables could cause the left ventricular assist device to stop. If the driveline or power cables become twisted, kinked, or bent, carefully unravel and straighten. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.